Event description:
The customer observed a false reactive result for one patient while using the prism hcv assay. The customer indicated that the patient specimen was negative when tested with the riba method. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 11768li00 and met acceptance criteria which indicated that lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism hcv reagent; list 06a52, lot 11786li00 was not identified. This report is being filed on an international product, list 06a52-48 that has a similar product distributed in the us, list number 06d18-68. This event was originally filed under manufacture report number: 3002809144-2012-00078. This report was opened to document the correct manufacture location and indicate that a similar product is distributed in the us.